Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged. Additional information indicated that this lead exhibited loss of capture (loc) and a fluoroscopy revealed that the lead had been pulled back. The physician suspected that the patient has twiddler's syndrome. The lv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.